Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the surgeon fully fired the device, however they could not pull the black return knob back to the initial position and could not open the jaws. The surgeon additionally resected the tissues of the mouth side and anus side, and removed the cartridge from the tissue, then sutured the resected part manually. The surgical time was extended more than 30 minutes. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating reload. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were fully retracted and the articulation lever was in the neutral position. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were observed to be flush with the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. An application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes in tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. If information is provided in the future, a supplemental report will be issued.